Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 420 mg/dl and other relevant blood glucose level was 404 mg/dl, 406 mg/dl and 290 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer did performed high pressure test. The insulin pump will not be returned for analysis.